Event description:
It was reported that the customer experienced high blood glucose levels. The customer did not know their blood glucose level at the time of the incident. Their recent blood glucose level was 502 mg/dl and treated with a bolus. The customer stated that, leading up to filing the complaint, at first, their sensor was alerting meter bg now and they would do so but then the sensor would ask them to repeat it again in 12 hours. After doing so, the sensor would alarm with both a sensor error and lost sensor. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.